Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements reaching an average of around 130 ohms. Technical services (ts) recommended programming options and potential lead replacement. This lead remains in service. No adverse patient effects were reported.